Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep retrieved the error log files and checked the status and the startup leds and the vdc tensions and supplied the customer with a quote for repairs. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image on the monitors. No pt injury was reported.